Event description:
The user reported the connector for the level sensors on the safety monitor was broken. The user also reported the level sensor did not function as expected. Error messages stating the level sensor was not detected were observed. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.